Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after being placed in the vein. The following information was provided by the initial reporter: "I was just made aware by our day surgery nurses that they¿ve been having issues with the 20 gauge needles recently it¿s difficult to remove the needle."

Manufacturer narrative:
Investigation summary - there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.